Event description:
Written report received from baxter states "they flow then stop mid-way through treatment." Contents of device reported as "5fu high concentration" in ns and it was reported that no filter was used during compounding. No report of pt injury or medical intervention required.